Event description:
Boston scientific crm received info that this right atrial lead dislodged. During the lead revision procedure, the lead was unable to fixate after multiple repositioning attempts. The lead was explanted and returned for analysis. No adverse pt effects were reported.